Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. A review of the returned photograph did not show evidence of the reported condition. Due to only received a photograph for analysis and not the actual sample, there was not enough information for the analysis to neither refute nor confirm the reported problem. The cause of the reported problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the patient connector of two (2) minicap extended life pd transfer sets and the titanium adapter. This was observed prior to use of the device for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.